Manufacturer narrative:
H10 ?device evaluation: one cadd legacy pump was returned for investigation in used condition. The pump was tested three times. All three test passed within internal specification. The customer reported product problem (failure of the downstream occlusion sensor) was not replicated during functional testing. No fault was found with the pump. The downstream sensor was replaced as a preventative measure.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump did not occlude (downstream). No patient was involved in this event. No adverse effects were reported.